Manufacturer narrative:
(B)(4). The full UDI is unavailable as no product code was reported. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states, "surgeon determined to leave in small portion of the tc 43 tapercut bullet needle. Incorrect count. Missing item is less than 13mm in size. More risk to patient to remove item than to remain in patient per surgeon". At the time of this report, the customer has not returned our requests for additional information.